Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
It was reported, the patient experienced a monomorphic ventricular tachycardia (mmvt) and post paced t wave oversensing was observed, resulting in shocks being delivered by the device. The shocks did not terminate the arrythmia but slowed it down until it self terminated. The patient was stable.